Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted, one between the left main and the cx and one between the left main and the lad. Approximately 11 months post index procedure, it is reported that the patient suffered a stroke, hematoma evacuation was performed and the patient is reported to have recovered. The investigator assessed that the stroke event was not related to study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke).